Event description:
Following a subclavian tavr procedure, on the day of the procedure the patient had a stroke while in the ICU. Approximately 8 days post tavr the patient had cardiac arrest and passed away. Medical records received indicate on post operative day (pod) 1 the patient developed left hemiparesis and was emergently evaluated with a cerebral angiogram and treated with selective tpa infusion for a right mca ischemic infarct. The patient¿s post procedure course was complicated by significant oropharyngeal dysphagia. The patient also had several episodes of shortness of breath related to difficulty mobilizing secretions, but improved with aggressive pulmonary toilet. On pod 8 the patient developed severe respiratory distress requiring endotracheal intubation, at which time gastric contents were seen in the mouth and airways. Bronchoscopy was performed several times to clear secretion from the airway; but the patient¿s respiratory status worsened with hypoxemia, hypercapnia, and lactic acidosis. The patient experienced cardiac arrest but had return of spontaneous circulation after 13 minutes of CPR with multiple rounds of calcium, epinephrine, atropine, vasopressin, and bicarbonate given. The patient again became hypotensive and bradycardic despite administration of further medications. The patient¿s family requested the he no longer receive chest compressions and soon he developed asystole.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case the exact cause of the right mca infarct could not be determined. However, the procedure itself may have contributed to the event. As noted in the medical records acute respiratory failure contributed to the patient¿s death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.